Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
The stellaris unit was inspected on site by a field service engineer. The fse was able to remove the cassette however the reported problem could not be duplicated. The device history was reviewed and found to meet manufacturing specification. The investigation is ongoing.

Event description:
While a patient was prepped for surgery the cassette got stuck in the stellaris system and would not eject. The cassette could not be removed so the patient had to be sent home. There was no patient impact.